Event description:
It was reported during a routine pump replacement the catheter was noted to contain "black gunk." The devices were replaced. The drug used in the pump was diluadid and clonidine 48.0 mg/dl at a dose of 17.999 mg/day. Follow up information indicated the patient was asymptomatic. The pump was being replaced due to battery depletion but a catheter leak was noted during the surgery necessitating a replacement of the catheter. The patient recovered without sequela.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis . Final device analysis results revealed - no anomaly found. Normal device function. The catheter was not returned for analysis, therefore, the catheter event reported in b5 was unable to be confirmed.